Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of descending thoracic and abdominal aortic aneurysms. First, the patient was implanted with conformable gore tag thoracic endoprostheses to treat the descending thoracic aortic aneurysm. While a 24-fr gore dryseal sheath with hydrophilic coating (dsl2428j/15128363) was being advanced from the left common femoral artery, a strong resistance was met. Endoprostheses were deployed successfully, and the physician continued to perform endovascular repair of the abdominal aortic aneurysm. Trunk-ipsilateral leg and contralateral leg components were successfully implanted, and upon retrieval of the 24-fr introducer sheath, the left external iliac artery was ruptured. An additional contralateral leg component was implanted, extending from the left common iliac to the left common femoral arteries to repair the rupture. The patient tolerated the procedure without further adverse events revealed. It was reported that as the access vessel diameter was narrow, and the access-site rupture was predictable to certain extent.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture).